Event description:
It was reported to philips that the customer needs assistance with part and price for c02 module due to customer's mrx, failed the calibration test. There was no patient involvement.